Event description:
It was reported that the patient presented for follow-up with episodes of non-sustained right ventricular over-sensing recorded on the implantable cardioverter-defibrillator. The episodes were a result of post-paced t wave oversensing. All episodes occurred on a single day. No interventions were made, as the clinic elected to continue monitor. There were no patient symptoms reported.

Manufacturer narrative:
Further information was requested but not received.